Event description:
Additional information was received from the hcp. They reported that as resolution for the shocking the patient was seen by the provider on (B)(6) 2026 and medication was ordered. The patient reports that they were 70% improved and getting better. The patient does not want device removed at this time. The patient was to follow up on (B)(6) 2026. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having a lot of pain on the location where the implant was put in. Patient stated it was like a shocking thing and they have had it for 4 days and they can't lay down or sit down. Patient said they were told to turn the device off on sunday but it was still hurting them. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they were going to the doctor now.